Manufacturer narrative:
At the time of the event, there was no indication of a reportable malfunction based on information provided and assessed by alere (B)(4). Alere (B)(4) updated reporting decisions and conducted a retrospective review of complaints against the updated reporting decisions. This MDR is a retrospective filing that was identified during this retrospective review activity associated with an observation from an FDA inspection conducted in january 2019 at alere (B)(4) (reference eir (B)(4)). The awareness date is based on updated reporting decisions and completion of the retrospective review activity. There is no new or increased trend based on this retrospective review activity. Investigation results: customer's observation was not replicated in-house with retention products. Retention devices were tested with negative hcg urine and serum samples from in-house donors. All results were negative at read time and met qc specification. No false positives were obtained. Retain product were tested with hcg 4 miu/ml urine and 2 miu/ml hcg serum samples; all test results were hcg negative at read time and met qc specification. No false positive results were obtained. Mfg batch record review did not uncover any abnormalities. Root cause could not be determined by the information provided.

Event description:
It was reported that on (B)(6) 2016, the patient's serum was tested on the cardinal health rapid test hcg combo test and produced a positive result. A quantitative was performed on the abbott architect an unknown date and produced a result of <1.2 miu/ml. No further information was provided.